Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was provided: ¿ how was the product purchased? ¿ the product wasn¿t purchased. The action happened on the basis of intel gathered during market scanning. ¿ is there an indication of how the product was distributed? Through local trader who use to get generic prolene from india and put the fake j&j label on it. ¿ is there any indication of the source? We¿re working to track the upstream network. Given the current situation in bangladesh, the investigation is on hold. ¿ based on the packaging, is there any indication of which market the original genuine product may have come from? India. ¿ was the device used on a patient? If so, was there any patient consequence? We do not have that information. Photo analysis summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos show a retail location with products prolene mesh and second pictures revealed that a samples belonging to product code pmii. The product code pmii image was visually inspected. Upon visual inspection, multiple labeling discrepancies were identified, for example, the printed information was placed in an incorrect location. In addition, the writing style and font of the product illustration did not match the information in the file. Based on the samples received, the product is confirmed to be counterfeit due to the discrepancies found in the labeling and packaging material. As part of post-market surveillance, additional monitoring of claims information will be conducted to detect potential safety signals. D4: UDI: code pmii and lot v3010 mentioned in impacted product is not manufactured complaint is for counterfeit product.

Event description:
An enforcement action against a pharmacy shop involved in counterfeit prolene mesh. No patient involvement.